Event description:
Post deployment of a 29mm sapien xt valve in a 50:50 aortic/ventricular (a/v) position within the native annulus, the patient had central ar and went into asystole. Temporary pacing was utilized while the valve was assessed. It was determined that one of the leaflets was not functioning and the patient's mitral regurgitation was worsening. A second 29mm sapien xt valve was deployed within the first valve, in the same position. There was no cai; however, a possible hematoma was noted along the right coronary cusp. The patient received a permanent pacemaker in the room, and was stable at the end of the procedure. It was determined during the procedure that the patient had a congenital bicuspid valve with severe calcium on the leaflets and lvot. The following day a tee was performed showing no signs of a root rupture. However, several days later it was determined that the hematoma in the right cusp was a dissection that was spreading into the aorta. The dissection was repaired and the patient was reportedly doing well.

Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation, and cardiovascular injury, such as perforation and dissection of vessels, ventricle, myocardium or valvular structures, are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case it was reported to be due to a "frozen leaflet". There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. With regards to aortic dissection, hematoma or annular rupture during the tavr procedure, the thv training manuals list risk factors that include significant thv over sizing (i.e. =4mm), severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for cai was reported as a "frozen leaflet"; the cause for the frozen leaflet is unknown. Per report, the position of the valve was appropriate and as intended. The cause of the asystole post deployment /cessation of rapid pacing is unknown and the patient's ejection fraction is unknown. Severe calcium on the native leaflets may have been a contributing factor for the aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.